Event description:
It was reported that the 9900 system would not boot up properly. No patient injury was reported.

Manufacturer narrative:
A ge representative performed an on site investigation. The failure could not be duplicated. The gpos sbc board was replaced during the service call. The system was tested and found to be working as intended and put back into service.